Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported product performance issues cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number is not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms of discomfort and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented for a post-implant follow-up appointment indicating dissatisfaction with device performance. At the clinical appointment, the physician attempted to pump the device up three times, but the cylinders only filled approximately sixty percent of what was expected; meanwhile, the patient experienced scrotal pain. Patient stated that the pump bulb is hard to squeeze, and they experienced pain upon device activation. A patient services representative provided guidelines and the patient will contact them again if he has further questions. This device remains implanted.

Event description:
It was reported that the patient presented for a post-implant follow-up appointment indicating dissatisfaction with device performance. At the clinical appointment, the physician attempted to pump the device up three times, but the cylinders only filled approximately sixty percent of what was expected; meanwhile, the patient experienced scrotal pain. Patient stated that the pump bulb is hard to squeeze, and they experienced pain upon device activation. A patient services representative provided guidelines and the patient will contact them again if he has further questions. This device remains implanted.